Event description:
The facility reports the lift went out of the track and fell to the floor. Per the first indications, there was no patient in the lift at the moment of the incident; no injuries were reported. The manufacturer is waiting for further information concerning the sequence of events before completing the investigation. (B)(4).